Event description:
In 2007, while conveying the observation of an a5 (technical inspection) alert indicating that a technical inspection of his infusion device was due, the pt stated that he recently experienced low blood glucose readings on 2 occasions. He reported experiencing blood glucose readings of 39 mg/dl on both occasions. He did not report a normal blood glucose range. He states that on both occasions he went to bed having observed normal blood glucose readings and later awoke with emergency medical services personnel around him. He reported no specific symptoms related to his low blood glucose noting that he was asleep during each occurrence. He stated that he experienced the first blood glucose concern "2 weeks ago" and noted that he woke up 3 days after going to sleep. The second blood glucose concern occurred on four days earlier. He reported waking up the following afternoon on that occasion. On both occasions, he stated that emergency medical services administered an "IV drip of dextrose." He did not report being hospitalized on either occasion. During troubleshooting, no specific issues were found with the product. He noted that his physician had asked that he reduce his basal rate, but he provided no further details related to his basal rates except to convey that they were accurate at the time of each occurrence. He reported being under stress at the time of each occurrence. The infusion device, in follow up to the technical inspection alert, displayed that it would operate 56 days prior to required technical inspection. The infusion device was requested to be returned for evaluation.